Event description:
Sub-q injection was given to a child in the thigh. After injection, syringe/needle assembly was removed from child, needle remained in child's thigh. Needle was removed by physician's fingers. No harm to child. Child received proper medication dose.